Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was found to have thermal damage due to expose conductor wire. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site was that the instrument was found to have thermal damage on the monopolar yaw pulley at the cable routing. Material appears to have burnt off from the charring that occurred near the conductor wire cable routing. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The probable root cause cannot be determined based on the information provided as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm permanent cautery hook instrument (pch) will not engage. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no arcing was observed during the procedure, and no patient injury occurred.